Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp: the patient had a CT scan instead of MRI on (B)(6)18, unrelated to the device, hcp was a podiatrist and did not have any information as to why the device was not working and the managing hcp was not known. No symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins). It was reported that the device was not working and the patient indicated they had not turned it on. No symptoms were reported. No further complications were reported or anticipated.